Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a placement failure during an intraocular implantation procedure. It was noted that the defect was detected during the procedure. Additional information has been requested however, further information has not been received.